Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient has previously had multiple untreated episodes in the past due to oversensing of noisy signals. No changes were made to the system at that time. Recently, the patient received inappropriate shocks due to oversensing of noisy signals. The physician was also concerned about the battery life. Subsequently, the entire system was explanted due to the inappropriate shocks. No additional adverse events were reported.

Event description:
It was reported that this patient has previously had multiple untreated episodes in the past due to oversensing of noisy signals. No changes were made to the system at that time. Recently, the patient received inappropriate shocks due to oversensing of noisy signals. The physician was also concerned about the battery life. Subsequently, the entire system was explanted due to the inappropriate shocks. No additional adverse events were reported.